Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current, measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/a33 test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unable to test the no delivery alarm functions during the basic occlusion test and occlusion test due to prime anomaly. Unit uploaded properly using carelink. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip missing end cap sticker and a missing address/serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had high blood glucose and went to hospital. The customer stated that the infusion set cannula was bent. Customer mentioned other blood glucose levels such as 490 mg/dl, over 600 mg/dl. The insulin pump was returned for analysis.